Event description:
The surgeon was doing a laparoscopic procedure and was using a running device from lsi. According to md, the device was misfiring. The running device is a single use item that assists with laparoscopic suturing. There was no pt harm. The device was given to the sales rep to return to manufacturer.